Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3708140, serial# (B)(4), implanted: (b)96) 2008, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported the patient had lost weight, maybe 15 pounds, and the implantable neurostimulator (ins) was loose in the pocket. The patient didn't think it had flipped around and they were still able to recharge as normal. An x-ray was taken and the physician's office told the patient that everything was hooked up fine.